Manufacturer narrative:
Nad6b: the device was removed during mitral valve replacement surgery.

Manufacturer narrative:
The clip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional device referenced is filed under a separate medwatch report number.

Event description:
This is being filed to report the clip partially detaching from one leaflet requiring intervention. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. One clip was implanted however after deployment, it was noted the clip partially detached from the posterior leaflet. A second clip was deployed lateral to the first clip however post deployment the clip detached from the anterior leaflet (single leaflet device attachment (slda)). Per the physician, the clip detachments were due to the poor condition of the leaflets. The procedure was aborted with the mr remaining at 4 and the patient was sent for mitral valve replacement surgery. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint identified no similar complaints from the lot. All information was investigated and the reported migration (partial clip movement) appears to be related to patient morphology/pathology and due to the poor condition of the leaflets. The unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.d6b: the device was not explanted.